Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had symptoms of hypoglycemia with a result of 205 mg/dl on the compact plus meter at 1:30 a.m. The patient was feeling shaky and "out of it". The patient's son called the paramedics since he was unable to self-treat. The blood glucose result on the paramedic's meter was 27 mg/dl around 2:00 a.m. The patient was treated with an IV, but the type of treatment given was not provided. The patient was taken to the hospital. The patient was not treated at the hospital and he was admitted for 3 hours. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.